Event description:
It was reported that a hole was observed in the sterile packaging of two items of product 6118-127-090. No adverse consequences were reported.

Manufacturer narrative:
It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been rec'd reporting similar events. A secondary polybag has been introduced into the packaging configuration of these products to address this issue.